Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was kinked event on (B)(6) 2024. The event occured after three or more hours of insertion. The site of insertion was at upper buttocks. The blood glucose level was displayed high and was managed by bolus via pump. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary: the reference samples for the lot 6004237 have already been previously tested. The reference samples were tested for flow. All test results were within specifications as per the test report. Visual test according to work instruction (wi) version 1 section 06.14 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004237 was manufactured according to the wi version 108 manufactured in the line 7, on 15/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6004237 and another 3 complaints have been registered in databse for the same lot 6004237 and malfunction code.